Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2018. The following month, the patient experienced drowsiness and it was suspected that there was excessive drainage. It was stated the patient was currently in the hospital and the patient¿s family was seeking an adjustment to be made.